Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The pump passed the prime, displacement and basic occlusion tests. However, the pump was received stuck with a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, and a cracked case near the display window corners.

Event description:
It was reported that the insulin pump alarmed for motor error. Blood glucose reading was 150 mg/dl. Nothing further reported.